Event description:
Related manufacture ref: 2182269-2023-00028. During wolfe parkinson white (wpw) procedure, distortion was noted on electrode 2 of the catheter. A second catheter from the same lot was used and the same issue was noted on electrode 9. The cables were replaced and ampere inputs were changed with no resolution. A third catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional informaton: d9, g3, h2, h3 one 5f, decapolar, medium sweep, livewire ep catheter was received for evaluation. Electrode ring 2 was dissected to reveal that conductor wire 2 was fractured proximal to the weld joint, consistent with the open circuit detected and the reported noise. Electrodes 1 and 9-10 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire and subsequent delay remains unknown.